Manufacturer narrative:
(B)(4). Approximate age of device - 1 year and 8 months. (Calculated from the date of manufacture). The mobile power unit is not a single use device. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that a yellow diamond alarm occurred after switching to the mobile power unit and a low battery advisory displayed on the screen. When the patient switched back to fully charged batteries, the alarm resolved. Upon interrogation in clinic, the patient had no alarms recorded except for power cable disconnect alarms. The percutaneous lead (driveline) and all cables are intact. The manufacturer's technical services representative reviewed the system controller log file and it was determined that the patient must have had the cables switched when connecting to the mobile power unit. There were no unusual events for the duration of the log file. The patient was asymptomatic. No further information was provided.